Event description:
"During atherectomy of the left common femoral, the first lx foxhollow atherectomy device used was unsuccessful, the second lx device used was able to go through into the stent; however, the device would not cut through the stented distal femoropopliteal bypass. This area had to be restented with a 6 x 120 smart stent which was successful. There was no injury to the pt due to the failure of the two foxhollow devices. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do".